Manufacturer narrative:
(B)(4). The cause of the system error 2267 was due to the supply bag disconnecting during therapy. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during setup. The supply bag disconnected without falling. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.